Manufacturer narrative:
According to the complainant the device is not being returned for investigation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
It was reported that the patient passed away of unknown reasons. No further information was provided on this event.